Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the stated reason for return, the cap of the battery drawer was found to be cracked and the battery contacts visibly contaminated. The battery drawer was replaced and the device cleaned and it then passed all tests.

Event description:
It was reported that the battery compartment of the external pulse generator was damaged. The generator was returned for service. No patient complications have been reported as a result of this event.